Event description:
Reference number (B)(4). Event occured in saudi arabia. It was reported that the patient experienced high blood glucose event on 26-feb-2026. The blood glucose level was 336 mg/dl and the patient was treated with correction by pen. The patient reported that air bubbles in the tube and reservoir. No further information is available.